Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm and motor error alarm. The motor error alarm was cleared and rewound by customer. The drive support cap was normal. The force sensor was no longer detecting reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.